Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell. The patient cycled the power on the homechoice. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in ending therapy. The patient was advised to finish therapy with manual supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.